Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. Evaluation found missing load point 1 label during testing. A service history review revealed no issues that could have caused or contributed to the reported issue. The label was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device was missing load point 1 label. No additional information is available.